Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep was unable to duplicate the failure. The service rep replaced the lift and rotate harness. The system operates as intended.

Event description:
It was reported that the system shut down during a case.